Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm®. Hcp states the patient reports the filler is "seeping out of [their] pores as if [their] body is rejecting the filler" about a week post injection. Patient states when they wipe it away it feels like "filler/griddy gel". Patient reports they are not feeling any pain. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.